Event description:
The patient had lost 118 lbs. 2 years ago and since that time when they bend over the pump moves and sometimes flips. The patient indicated that when they bent over they noticed some blood on their shirt and waistband; it looked like their skin was punctured and bleeding a little near the incision site. The patient reported no falls or trauma prior to seeing the bruise 3-4 weeks ago. The health care provider later reported, the cause of the event was unknown. Bleeding at injection/refill site; normal report. Labs done (B)(6) 2012 were normal. The patient outcome was noted as no injury. The pump delivered dilaudid and bupivacaine.

Event description:
Additional information received reported that the patient continued to have concerns regarding her device. The pump did not sit where it should due to significant weight loss and when the patient bent over they got poked. When the patient would lie on her side, the pump would flip on its side, almost 98 degrees.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8731sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).